Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 2. Fluid was seen when the patient opened the cassette door and fluid leaked out of the cassette door. The patient stated there may be a puncture in the cassette but couldn't really tell where. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event. The patient let the cycler dry out and resumed treatments the following day. The patient is still using the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 2. Fluid was seen when the patient opened the cassette door and fluid leaked out of the cassette door. The patient stated there may be a puncture in the cassette but couldn't really tell where. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event. The patient let the cycler dry out and resumed treatments the following day. The patient is still using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.